Manufacturer narrative:
Programmer model 3037, (B)(4), lead model 3093-33, lot# v741078, implanted: (B)(6) 2011, explanted: unk, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that the patient developed an infection and had her entire implantable neurostimulator system removed. A new neurostimulator system was implanted in late (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.